Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was confirmed that this event is a duplicate of (B)(4)). This case will continue to be reported under 0009613350-2024-00170.

Event description:
It was confirmed that this event is a duplicate of (B)(4)). This case will continue to be reported under 0009613350-2024-00170.

Manufacturer narrative:
(B)(4). G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after a hip replacement. Approximately 4 years later, the patient required a revision surgery due to a prosthesis fracture of the inserted socket. Due diligence is in process and additional information on the reported event is unavailable at this time.